Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that one of the bed names changed at the central nurse's station (cns). Some of the bed names were dropping part of the name (i.e., bed 1013 would change to 13). There was no patient harm reported. Investigation summary: nk's cits found that upon reviewing the hl7 interface during a patient admission attempt, it showed the attempt was never received by the interface. The compatibility matrix showed that the mu-631ra on software version 08-93 is not compatible with the enterprise gateway version 02-03. Technical support (ts) created media containing the software version 08-31 and sent it to the customer. The issue was resolved by downgrading the software of the bsm device. The root cause is software incompatibility. There is no evidence of an nk device malfunction that may have contributed to the reported issue. Nk will continue to monitor and trend. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: bedside monitors (bsm): model #: mu-631ra serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #: (B)(4) returned to nihon kohden: na. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that one of the bed names changed at the central nurse's station (cns). Some of the bed names were dropping part of the name (i.e., bed 1013 would change to 13). There was no patient harm reported.

Event description:
The biomedical engineer (bme) received reports from nurses that bed names seem to be dropping off part of the number on the bed name. Bme reported that this has happened multiple times and he will have to rename the beds multiple times on the cns. Bme also reported that patient's names are not populating on this cns. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) received reports from nurses that bed names seem to be dropping off part of the number on the bed name.. Bme reported that this has happened multiple times and he will have to rename the beds multiple times on the cns. Bme also reported that patient's names are not populating on this cns. No patient harm was reported. Nihon kohden sent the bme an updated software version to install in the bedside monitor. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: bedside monitors (bsm): model #: mu-631ra serial #: ni device manufacturer data: ni unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.